Manufacturer narrative:
Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 17.6 cloud - smartphone hardware iphone12.1 cloud - cgm sensor type g6 the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, she was taken to the hospital by ambulance because she experienced hypoglycemia that dropped to less than 54 mg/dl while using her controller in manual mode, which continued to pump insulin despite her dropping blood glucose levels. The omnipod system has to be in automated mode in order to pause insulin delivery if the cgm (continuous glucose monitor) is relaying readings of 55 mg/dl or less. The patient reported her hypoglycemia resulted in her losing the ability to speak for 7 hours. She called an ambulance and was taken to the hospital. The patient stated that she was unable to log into her controller, prompting her to switch to an iphone (which is not compatible with her g7 pods) and stay in manual mode, which she believes caused her hospitalization. She was aware that in manual mode the pump has to be paused by the user but stated she had always relied on the closed-loop system in automated mode. Her blood glucose level was recorded as low, and she treated it by calling an ambulance. The pod was worn between 4 and 24 hours on the arm.